Manufacturer narrative:
Additional information: two (2) samples were received for evaluation. Visual inspection noted a channel leak on the tubing port side of each of the effluent sample bags. The leak was in the radio frequency weld. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the channel leak on the tubing port side of each of the effluent sample bags. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) effluent sample bags were leaking. It was reported that while a fluid sample was being taken, a leak was observed where the tubing goes into the bag. The same issue re-occurred with the next effluent sample bag that was used. There was no patient injury or medical intervention associated with this event. No additional information is available.